Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the altitude alarms were cleared by loading a new cartridge. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.